Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (case damage with moisture) issue. The battery compartment reportedly was cracked. There was allegedly moisture and corrosion in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is reportable as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission 07/19/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/01/2016 with the following findings: the battery compartment was observed to be cracked below the grip pad. A crack was also observed in the pump case near the top right corner of the display lens. The pump case was found to be leaking during a leak test. The pump was opened; moisture and corrosion was found on the printed circuit board. No moisture was found in the battery compartment.